Event description:
It was reported that anchor came out. No patient injury was reported.

Manufacturer narrative:
One 2.3 bioraptor inserter was returned for evaluation. No anchor or sutures were returned. Visual assessment of the inserter showed the nose cone has come free from the handle. The nose cone tabs have broken off. The condition of the inserter indicates it was subjected to excessive force during use. Without the return of the anchor we are unable to determine a root cause for the reported complaint of the anchor coming free.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.